Manufacturer narrative:
No physical sample was returned for evaluation; however, photo samples were received. The reported event was confirmed with an unknown cause. Per the photos received, the cap of the lubricant syringe was missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that the cap of the lubricant syringe was missing; however, none of the lubricant leaked. The staff member that noticed the missing cap, used the tray; however, obtained a different lubricant syringe as a precaution. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap of the lubricant syringe was missing; however, none of the lubricant leaked. The staff member that noticed the missing cap, used the tray; however, obtained a different lubricant syringe as a precaution. No patient injury reported.